Manufacturer narrative:
D4: only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm; described as there was water underneath a supply bag but the source of leak was not identifiable. Renal therapy services (rts) assisted the patient to end the therapy session and advised to contact their peritoneal dialysis registered nurse in regards to the missed therapy and cycler error. The patient would start over with new supplies. Rts reviewed proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, h6, and h11: d4: lot #: the lot reported dr24131017 is not recognized by the system. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.